Manufacturer narrative:
The referenced device in this report was returned to olympus for evaluation. The evaluation confirmed that the probe attachment was broken. The device was determined to be unserviceable and was discarded. This type of damage is most likely related to the operator's technique the instruction manual warns users "when connecting the hand pieces, do not apply excessive force to the hand piece cord. Doing so may cause equipment damage. If the ultrasonic output error indicator lights and all of the ultrasonic output level indicators, all of the suction level indicators, the output indication lamp and the suction indication lamp blinks, this means that lus-2 is not working properly; stable output cannot be supplied."

Event description:
Olympus was informed that during an unspecified procedure pieces of metal from the probe attachment broke off and fell into the patient. The device fragments were removed from the patient with a grasper and irrigation. An x-ray was performed to confirm all debris was removed. There was a short delay in the procedure and no patient bleeding was reported. The physician attempted to attach two different probes to the same hand-piece and neither probe would securely attach to the device which caused the suction not to work. There was no patient injury reported. Olympus followed up with user facility to obtain additional information regarding the reported event and was informed that the device was inspected prior to the procedure and no anomalies were found.